Manufacturer narrative:
Article citation: zhuhui yuan, bozhi liu, caixia hu, zhen li, jiasheng zheng & wei li (2020) clinical outcomes of percutaneous thermal ablation for pulmonary metastases from hepatocellular carcinoma: a retrospective study, international journal of hyperthermia, 37:1, 651-659, doi: 10.1080/02656736.2020.1775899. Initial reporter facility name: cancer center, (B)(6) hospital, (B)(6) medical university.

Event description:
It was reported via journal article published online 16 june, 2020 "clinical outcomes of percutaneous thermal ablation for pulmonary metastases from hepatocellular carcinoma: a retrospective study" pneumothorax requiring chest tube placement (3 patients) and pleural effusion requiring chest tube drainage (2 patients) occurred. The purpose of the study was to determine the effectiveness of ablation for pulmonary metastases (pm) from hepatocellular carcinoma (hcc). Between 2010 and 2017, the study analyzed 39 patients. Multiple different manufactures systems were used including galil medical cryo-hit along with cryoablation needles. The choice of ablation techniques depended on the tumor size and location. All procedures were performed under the guidance of a 16-slice computed tomography (CT) scanner. Microwave ablation (mwa) was the preferred method for target lesions larger than 3 cm and/or close to large vessels, or for patients who had an implantable cardiac device, while cryoablation was performed for lesions close to the heart, pericardium or large airways, as it preserves the collagen matrix or peripheral lesions. If a patient could derive advantages from radiofrequency ablation (rfa), mwa and cryoablation, the treatment modality was determined by the patient's preference and the radiologist's experience. Major complications were observed in 5 patients, pneumothorax requiring chest tube placement (3 patients) and pleural effusion requiring chest tube drainage (2 patients). It is unknown if the patients with complications received cryoablation therapy with the use of our devices. No malfunctions of the galil medical devices used were reported in this article.